Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (65 mg/dl) the customer consumed juice to stabilize bg level. Reportedly, the customer received a button alarm 22. The customer had pump in pocket and accidently pressed on the button. The customer was educated to keep things from pressing on the button. The customer was not sure why delivery had stop during the button alarm and delivered a manual injection as a food bolus. Customer then resumed insulin delivery that could have possibly caused low bg level.